Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was an inpatient in the intensive care unit and intubated for reasons unrelated to the device. A request for interrogation by the primary physician was conducted. The interrogation revealed multiple episodes of atrial lead noise with oversensing. The noise could not be reproduced due to the patient's non responsive and intubated condition. The physician opted for programming changes decreasing the sensitivity. The patient was recovering.